Event description:
It was reported that the device was in place for 6 weeks when the pt noticed decreased pain control. A dye study was performed and a leak was noted in the catheter. The catheter was removed and replaced. There were no pt complications.